Event description:
Customer claims to have had an ear pierced with the inverness ear piercing system at a retail store. Shortly afterwards, she sought medical attention for an infection at the ear piercing site. The site was drained and she was prescribed antibiotics. Drainage was performed on three separate occasions.